Event description:
It was reported that the sc7000 did not detect cardiac arrest and failed to alarm visually or audibly to alert the users to the pt's condition. It was also reported that there was an attempt at cardiac massage with no effect and the pt died. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.